Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a motor error alarm and no delivery alarm during prime/rewinding on the insulin pump. The customer's blood glucose level was 50 mg/dl. The customer does not use sensor. The customer insulin pump was bumped but dropped nor exposed to a strong magnetic field or MRI. The customer was able to complete rewind of the insulin pump. No further information was reported.